Manufacturer narrative:
Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, system error 345 was not reproduced. A review of the event history log revealed system error 345 messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be upstream thermistor reading out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.